Manufacturer narrative:
(B)(4). This device used for treatment and not diagnosis. (B)(4). There were no mrrs, ncrs, or complaint-related issues with this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported a drive shaft that broke during surgery. The surgeon was performing an irrigation and debridement of a tibia shaft and placement of an antibiotic rod. As the surgeon was reaming the canal in order to fit the antibiotic rod down, the tip of the drive shaft broke and the reamer head detached. It was reported that although the reamer head detached, it was not broken and there was no issue with the device. The surgeon retrieved the tip of the drive shaft and the reamer head. Surgery was successfully completed with a backup device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): no conclusion could be drawn as device entering the complaint system.(B)(4)

Manufacturer narrative:
Manufacturing evaluation: criterion instrument manufactured the drive shaft ¿ minimum 520mm, part number 314.743, lot # 7061004. The lot originally conformed to part number 314.743, specifications and was inspected and conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the tip of the drive shaft is broken and missing. The balance of the part is in good condition. Based on the unknown cause and the evaluation performed, this complaint is deemed indeterminate from a manufacturing position. The drive shaft ¿ minimum 520mm was made to the tabulated synthes drawing # 314.741, released on march 29, 2011, which contains part number 314.743.